Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button issue and not as sensitive. The customer¿s blood glucose was unknown at the time of incident. The customer also state that the insulin pump had scratched on the screen and changing the battery more frequently and also state that the diminished battery life. The insulin pump will not be returned for analysis.